Event description:
It was reported that a patient underwent a senology breast procedure in (B)(6) 2025 and suture was used. During the procedure, needle pull-off during tissue passage, suture breakage intra-operative every time the they replace thru a new one. No patient harm nor significant delay reported. Procedure finished with same like device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was indicated that 20 devices are involved in this file. Could you please confirm how many devices demonstrated the alleged deficiency? 20 did the event occur during one or multiple patient procedures? One what is the total number of procedures? One have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a please provide the source or name of person providing answers to follow-up questions: (B)(6), op nurse.